Event description:
A user facility routine complaint was received stating that a high blood glucose reading of greater than 600 mg/dl was obtained on a medisense pcx blood glucose meter when compared to a laboratory value of 188 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone which is considered to be clinically significant. There was no report of death, serious injury or malfunction associated with the event.